Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. Upon loading the faradrive over the guidewire, the physician noticed that the tip of the dilator was damaged with a sharp edge. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the dilator was returned inserted in the faradrive sheath and was removed to proceed with further analysis. An attempt to evaluate the sheath for functionality by rotating the steering knob, to engage deflection was unsuccessful as the knob could not be rotated. This finding indicates the friction gasket may be adhered to the shaft of the sheath. The device was dissected and confirmed the friction gasket to be adhered to the shaft of the sheath and the screw, restricting the knob to rotate when it is engaged to the screw. An attempt to evaluate compatibility between the sheath and dilator was performed, which noted a successful interaction as the dilator was able to be fully inserted into the sheath without issue. Visual and microscopic inspection confirmed that the dilator tip was damaged. Inspection of the inner diameter of the faradrive steerable sheath shaft noted excess adhesive on the inner rim of the shaft. Testing confirmed that the dilator tip was likely damaged after insertion into the sheath during the procedure preparation due to the excess adhesive in the inner rim of the shaft.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. Upon loading the faradrive over the guidewire, the physician noticed that the tip of the dilator was damaged with a sharp edge. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device was returned for laboratory analysis.

Manufacturer narrative:
The device was returned to boston scientific for analysis. The faradrive sheath was returned with the dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Damage on the dilator tip was noticed. An attempt to evaluate the sheath for functionality observed difficulty in rotating the steering knob, preventing the sheath from engaging deflection. Inspection of the dilator confirmed the damage on dilator tip. Dissection of the sheath handle found the friction gasket adhered to the shaft of the sheath and the distal surface of the screw component, resulting in the failure to perform deflection as seen during functional evaluation.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. Upon loading the faradrive over the guidewire, the physician noticed that the tip of the dilator was damaged with a sharp edge. The device was replaced and the procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis.